Manufacturer narrative:
Patient¿s height is reported as 5 feet 10 inches. Date of postoperative screws breakage is unknown. 510k: this report is for three (3) unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a locking compression plate (lcp) medial distal tibia plate and three (3) broken unknown screws on an unknown date in 2018 due to non-union. The unknown screws broke while still implanted in the patient. The removed plate was replaced with an unknown tibial nail. It is unknown if there was surgical delay or what the patient outcome was. Concomitant device reported: 3.5mm lcp medial distal tibia plate (part # 238.705, lot # unknown, quantity 1). This report is for three (3) unknown screws. This is report 1 of 1 for complaint (B)(4).